Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2013-09167. It was reported that the rotational atherectomy speed became unstable. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The rotalink advancer w/tubular drive shaft and 1.25mm rotalink burr were selected to ablate the target lesion. During a percutaneous coronary intervention, it was noted that the speed of the burr was abnormal. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. It was observed that the advancer unit was returned with the advancer knob in a backward tightened position. The advancer knob was loosened and moved forward. The handshake of the advancer unit was bent. The rotablator advancer unit was not wire guided due to the bend in the handshake connection of the advancer unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-09167. It was reported that the rotational atherectomy speed became unstable. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The rotalink advancer w/tubular drive shaft and 1.25mm rotalink burr were selected to ablate the target lesion. During a percutaneous coronary intervention, it was noted that the speed of the burr was abnormal. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is stable.